Event description:
The time of event is unknown. There was no report of patient harm. Segment kink.

Manufacturer narrative:
We checked the returned unit and confirmed that the distal body worn out, segment rupture, light guide fiber bundle (lcb) broken, u/d pulley wire worn out, r/l pulley wire worn out, brand plate worn out. Based on the result, we concluded that it was caused due to the segment rupture; however, other failures are not related to the alleged complaint.